Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/9/2024, it was reported by a sales representative via sems-06563758 that an ar-9545-t15h torque indicating adapter broke and, therefore, caused the ar-9545-t15-01 driver shaft to torque out. They had a second set of trays available and completed the case without harm. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9545-t15h serial/batch number (B)(6) was received for investigation. Visual evaluation found that the laser marks are fading, which is indicative of repeated use of the device. Additionally, it was noted that the mating part, ar-9545-t15-01, was received attached to it. Functional testing found that the device is not moving in any direction. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2019.